Manufacturer narrative:
The customer contacted siemens customer call center and reported sparks coming from an advia chemistry xp instrument. A siemens customer service engineer (cse) was dispatched to the customer site and observed that the uninterruptible power system (ups) had failed. The cse resolved the issue by replacing the ups with a new assembly. The cse did not see any visible signs of damage on the ups. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a burning smell and sparks coming from the uninterruptible power system (ups) of an advia centaur xp instrument. There was no visible smoke seen and no injuries were reported. There were no reports of adverse health consequences due to this event.